Event description:
It was reported that the device displayed a message of a faulty speaker, and the speaker did not emit sound. The device was in use at time of the event, and there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and found that the monitor worked correctly. The fse thought that the fault was most likely linked to the x3, which was not available at the time of the intervention. The fse advised the customer to identify the x3 with the faulty speaker and to open a case on the correct serial number. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The engineer confirmed that the mx750 was working as intended, and there was no fault with the device. Section e: (B)(6).